Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during treatment in dwell 1 of 4, patient noticed the blue pin on the stay-safe connector broke off and fluid leaked out. The treatment was cancelled. During follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that fluid leak did not result in a an adverse events. The patient did not complete treatment on the night of the event. The patient performed continuous cycling peritoneal dialysis after that. Supplies have been discarded.